Event description:
It was reported that unspecified issue occurred. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, the customer reset, and the customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.